Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12feb2020.

Event description:
It was reported that the unit had a faulty battery. It was reported that the unit had a faulty battery.

Manufacturer narrative:
G4: 21mar2020. B4: 24mar2020. The customer ordered a replacement battery. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.